Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor reset during incoming functionality testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbt) q13 on the defibrillator pca allowing high voltage to deviate to the low voltage circuitry. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was resetting.